Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when device malfunctioned or when non-union began. The 510k# unknown: device is not distributed in the united states, but is similar to device marketed in the USA. Original implant date is unknown. (B)(4) used for: the patient experienced a broken nail and non-union postoperatively requiring revision surgery. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review not available to report at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) follows: it was reported about a pfna nail - (B)(6) district health, (B)(6) 2018. Revision for: non union, broken implant. Patient with sub trocanteric femoral fracture treated with pfna nail and circulate wire. The patient suffered an non union and eventual pfna nail breakage. The patient was revised (B)(6) 2018 to inter tan nail (snn) with bone graft. This complaint involves two parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna blade perf l95 tan (part # 04.027.034s, lot # l355806, quantity 1); bolt ø4.9 self-tap l46 tan green (part # 459.460, lot # 5940704, quantity 1).

Event description:
Concomitant devices reported: bolt ø4.9 self-tap l46 tan green (459.460, lot 5940704, qty 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d11: corrected concomitant devices as per confirmation from the clinicians, the concomitant devices were updated to reflect the bolt only (part #459.460, lot #5940704, quantity 1). Date device was returned to manufacturer was corrected to april 18, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna blade perf l95 tan (04.027.034s, lot l355806, qty 1), bolt ø4.9 self-tap l46 tan green (459.460, lot 5940704, qty 1), screw (part number unknown, lot number unknown, qty 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 04.027.251s. Synthes lot number: l294508. Release to warehouse date: 15.feb.2017. Expiry date: 01.feb.2027. Manufacturing site: bettlach. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation site: bettlach. Selected flow: 5. Broken. Visual inspection: the product was returned in a packaging different from the original synthes bag. The laser marking is readable. Traces of use were visible and the nail is broken in the region of the citrus shape. Dimensional inspection: the relevant features were identified and measured ¿outer diameter 17mm¿ and ¿inner diameter 4.4mm¿; both have passed the specifications according to the drawing. In addition, during the manufacturing process both features were inspected through the inspection sheet. Both features were measured near of the broken region and have fulfilled the specifications. The citrus shape, where the nail was broken, could not be tested through the go/no go gage. However, during the manufacturing process the dimension of the citrus shape was 100% inspected with a go/no go gage and have fulfilled its specifications. Therefore, the product was manufactured according to its specifications. Drawing/specification review: drawings and revisions are in accordance to DHR of production lot l294508. All relevant features are defined on the used drawing revisions of DHR of production lot l294508. Material review: the raw material certificate was checked and the used raw material has fulfilled the specifications. Summary: based on the investigation results, this complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured as well as the relevant manufacturing documentation related to the article (04.027.251s) was reviewed and no manufacturing issue could be found. Since no manufacturing issue was identified and this complaint is not valid, therefore review to the specific prm and pra line is not applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.